Manufacturer narrative:
Based on the information received to date, the manufacturer has no basis to believe that the reported implanted device has caused injury to the reporting party. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The manufacturer has no basis to believe that the reported implanted device has caused injury to the reporting party and no lot number was identified with this complaint, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., d.2., d.3., d.4., d.11., g.1., g.2., h.4., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
During a follow up visit on (B)(6) 2017 the patient reported mild discomfort, blurry vision in his left eye (os), glare and haze. The patient reports no itching, pain, or tearing in either eye. During a visit on (B)(6) 2017 the patient reported experiencing sharp and severe pain and tearing in his right eye (od). During the visit the doctor notes microcystic and stromal edema in the right eye along with 1+ cell and 1+ flare. On the same date, (B)(6) 2017 the patient saw another doctor. The patient reported to this doctor the pain begin the day prior to the visit. At this second visit, the doctor reported trace cells in the anterior chamber and 1+ flare. In the patient¿s cornea, the doctor reports finding microcystic edema, bullous keratopathy, and stromal edema. Another follow up visit occurred (B)(6) 2017. The patient reports the pain in his right eye (od) was improving and is now mild, a dull ache. His vision is ¿blurry¿ but is improving. The patient had no complaints at this visit. The doctor reports the patient¿s epithelium was intact, clear stroma and clear endothelium. The anterior chamber is reported as 2+ cells. At this visit, the micro-stent was visualized. During a follow up visit on (B)(6) 2017 the patient reports no pain. He also reports ¿that feeling¿ which is described as a heaviness a few times since the last visit and his visual acuity in his right eye (od) was ¿fluctuating¿. He also reported experiencing dry eye in his right eye (od). The doctor reports the anterior chamber as 1+ cell and deep. Another follow up on (B)(6) 2017 the patient reported severe blurry vision, ¿heaviness¿, and dryness. The patient reported decreased and blurry vision in his left eye (os) along with glare and starburst around lights. The doctor reports the anterior chamber as deep and quiet. The patient saw a new doctor on (B)(6) 2017 reporting his vision issues began following the implant of the micro-stent and intraocular lens (iol) in his right eye (od). He reports his peripheral vision has gotten worse and his visual acuity is a little foggy, ¿possibly from a second membrane¿. The patient reports both eyes are always red and his right eye (od) gets a bloated hard feeling at night and occasionally feels heavy. The doctor reports trace pco and the anterior chamber is normal depth and is quiet in his right eye (od). At this visit, the doctor recommended a trabeculectomy due to the intraocular pressure (iop) remains at a level that is unacceptable for the degree of optic neuropathy as soon as possible. On 11/08/2017 the patient experienced a trabeculectomy in his right eye (od). During the follow up visit to the procedure on (B)(6) 2017 the patient reported feeling pain since surgery. Another follow up visit on (B)(6) 2017 the patient reports continued pain in his right eye (od). On (B)(6) 2017 the patient returned for a visit and reported stable vision in both eyes, however still experiencing discomfort in his right eye (od). When the patient lowers his head the pain worsens. During a follow up visit on (B)(6) 2018 the patient reported stable vision in both eyes and no eye pain. On (B)(6) 2018 during a follow up visit, the patient reported intermittently having a difficulty with colors, saying white cars looked pink and brown appeared to be multi-colored. The patient also reported not being compliant with prescribed drop usage. On (B)(6) 2018 during a follow up visit the patient reports being more compliant with drops and stable vision in both eyes, however, they are both a little achy. During another follow up visit on (B)(6) 2018 the patient reported blurry vision which started following the cataract surgery in both eyes and stating ¿it feels heavy¿. The doctor reports the patient has ocular hypertension in his right eye (od). The doctor also reported mild posterior capsular opacity in his right eye (od) as there is a mild film present and nuclear sclerosis in his left eye (os). Another follow up on (B)(6) 2018 the patient reported having a ¿red spot¿ that was noticed the day prior to the appointment. The patient reports no itching, pain, or tearing. The doctor reported the red spot as subconjunctival hemorrhage in the patient¿s right eye (od), reporting the condition should resolve on its own within a few weeks. On (B)(6) 2018 the patient returned to the clinic reporting a pressure or heavy feeling in his right eye (od). He reports blurry vision and says he has been feeling this for many months. His visual acuity is stable. On (B)(6) 2019 the patient returned to the clinic to report a foreign body sensation and pain in his left eye (os). He reports as this began after him being outside and resolved, only to begin again the next day. He is experiencing a sensitivity to light with pain. He also reports burning, stinging and lots of floaters in both eyes. During a comprehensive exam on (B)(6) 2019 the patient reports decreased and blurry vision in his right eye (od) along with a soreness or heavy feeling. The patient returned to the clinic for an iop check on (B)(6) 2019 reporting he is not compliant with one of the required drops. A follow up appointment on (B)(6) 2020 reports the patient is now compliant with all required drops, however, is feeling blurry/foggy vision and has glasses ¿so scratched I can¿t see out of them¿. He also reports a lot of discomfort in his ¿bad eye¿. He is currently reporting no itching, pain, or tearing. On (B)(6) 2020 the patient returned to the office for an emergency visit due to vitreous floaters in his left eye (os). These appear to be new since his last visit to the office and bother him while driving at night. The surgeon noted a posterior vitreous detachment in both eyes. During a follow up visit on (B)(6) 2020 the patient reports less floaters in his left eye (os). He is compliant with drops but misses occasionally. He has gotten new glasses with less scratches and better lenses but isn¿t providing him with great vision. He reports a heavy feeling in his right eye (od), ¿like a baby had poked me in the eye¿.

Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, they experienced an unknown injury. At the same time of the filtration device implant, an intraocular lens was also implanted. Additional information was requested.